Manufacturer narrative:
(B)(4).3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was a forced log out. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.